Manufacturer narrative:
A partial lead was returned for analysis in one piece. The damage found was sustained during the procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient's daughter that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was cardiac failure. No further information available at this time.